Manufacturer narrative:
Approximate age of device ~ 1 year and 1 month. The report of a driveline power fault alarm was confirmed and reproduced during testing of the returned system controller. A data log file retrieved from the controller contained 127 events spanning approximately 598 days of data (dated (B)(6) 2017- (B)(6) 2018, according to the timestamp). The events captured in the log file suggest that the controller was used as a backup controller until it was connected to an lvad on (B)(6) 2018, consistent with reported information. Starting right after being connected, the controller alarmed with a controller fault due to an active driveline power fault. The driveline power fault was caused by an open fuse b. The returned system controller was connected to a test patient cable, power module, and system monitor. The controller alarmed with a controller fault alarm. Review of the system controller information screen on the system monitor revealed that fuse b was open. The controller was disassembled and the damaged fuse was replaced with a working component. Once the fuse was replaced the controller functioned as intended. Although the root cause of the damaged fuse could not be conclusively determined during the investigation, based on previous complaint experience, similar events have been caused by an incorrectly inserted driveline connector (180 degree insertion). Reports of similar issues have been documented and a corrective action was initiated to investigate the issue further. Reports of similar events will continue to be tracked and monitored. No further information was reported. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller indicated a driveline power fault alarm on (B)(6) 2018 at about 22:45. The patient was asymptomatic. The log file submitted to technical services for analysis contained data that was consistent with a blown fuse in the system controller. It was suggested to exchange the system controller and the modular cable as well. No further information was provided. Additional information ((B)(6) 2018): it was reported that this patient had reported low voltage issues over the weekend, necessitating a controller change. The patient's log files were reviewed. During the analysis of controller, low voltages were observed while attached to battery. These look to be caused by the controller leads having an issue. During the analysis of second controller, there were no unusual events seen within the log file. (B)(6) 2018: the investigation of the returned system controller confirmed the reported driveline power fault alarms and a blown fuse that appeared consistent with incorrectly inserting the driveline (180 degrees).